Event description:
The field engineer reported that the left monitor would not start up. The live image was not available. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced. The system was then found to be operating as intended.